Event description:
It was reported that battery switching was observed with two (2) batteries. The treating facility exchanged the batteries and gave the patient two (2) replacement devices. The batteries will be sent back to the manufacturer for evaluation. There was no reported patient injury as a result of this event.

Manufacturer narrative:
The pump remains implanted and therefore is not available for analysis. The batteries will be sent back to the manufacturer for evaluation. This device is used for treatment and not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. This event is a known malfunction which is currently under investigation by the manufacturer and covered by a CAPA. Patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Device remains implanted.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the batteries revealed no signs of physical damage or contamination. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple power switching events involving (B)(4). (B)(4) passed visual inspection and functional testing, however, it was noted during log file analysis that the premature power switching events were caused by a communication error between the controller and battery. Analysis of (B)(4) revealed that the battery failed to meet specifications; functional testing revealed (B)(4) failed due to a faulty internal cell pair, which likely contributed to the reported event. The confirmed malfunction is related to the reported event. Abnormal battery behavior, e.g. Premature performance degradation, intermittent/poor electrical connection with controller or battery charger, premature power source switching, communication anomalies, etc., are known issues being investigated. Fsca apr2014 was distributed to reinforce proper power management. The most likely root cause of the power switching event is a combination of a faulty cell pair and communication error between the batteries and the controller. On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.